Manufacturer narrative:
Five samples were provided to our quality team for investigation. All five samples were found to have wrinkling on the top web and an open side seal with grid ranging from 2" to 4". The wrinkling in conjunction with the open seal with grid is consistent with the package seal being forced open after being sealed. The condition observed is non-conforming per product specification. Potential root cause for the open seal with grid defect is associated with the packaging process. As part of this investigation the technical logs, production database, and production records were reviewed. During this batch there were problems with robot pick-up placement most which likely attributed the side seal being forced open once they were sealed. As corrective actions, quality alert will be issued to the plant, all associates involved will be re-educated to the applicable work instruction and communicated to all technical resources to document adjustments on the production records following repairs. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309695, batch# 4214856. It was reported that the bd syringe control 10ml ll package seal integrity was poor / questionable. The following information was provided by the initial reporter: verbatim: ref: (B)(4), lot: 4214856. Customer reports "the team at our hospital is continuing to note failures with this same lot. We¿re up to at least 16 now. Should we pull all of that lot out of inventory and send back to bd?" Additional information provided: 1.please provide the date of event. 12.2.24. 2.please provide the address of the facility for us to ship the return label? (B)(6). 3.describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None noted. Description of complaint: it was reported by customer that they have been consistently getting defective bd 10ml control syringes ref (B)(4) with the lot 4214856. Weve probably had 6 7 now that are not fully sealed around the edges. I think this needs to get escalated to bd to recall this lot.